Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products: unknown gel implant. (B)(4).

Event description:
It was reported (via FDA mw5075737) that a female patient of unknown age who underwent breast prostheses implantation with gel implants on (B)(6) 1972 developed hardening of the implant, calcification, and discomfort to the touch. The patient is unsure if the devices were dow corning or mentor brand. No device issue, such as rupture, was reported. (See 1645337-2018-02966 for contralateral prosthesis report)